Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical notes identified patient experienced a dislocation approximately 6 months prior to revision. Alval, granular debris noted. Bone-in capsule appeared to be not viable. Corrosion at the femoral neck and inside the femoral head. Fragmentation of liner posterior/inferior. Plastic fragments/debris inside the capsule. Acetabulum component good ingrowth & stable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical device: m/l taper femoral stem, press-fit, plasma sprayed, reduced neck length, size 7.5 (00-7711-007-10, 61418549); versys femoral head, 32 mm, +0 mm neck (00-8018-032-02, 61484662); trilogy acetabular shell, 52 mm (00-6200-052-22, 61429549); bone screw (00-6250-065-25, 61432048). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03229 and 0001822565-2016-03862. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 6 years post initial surgery due to dislocation. Patient experience a dislocation approximately 6 months prior to revision. Pre-surgical workup indicated elevated metal ions. During the revision, surgeon reported the following: tissue damage, debris, plastic fragments in the capsule, liner had fragmented, and stated locking ring was locked and not mobile, corrosion to neck & head, therefore head and liner were exchanged.